Event description:
A pt received a pneumothorax after a superdimension procedure. A uresil thoracic vent device was placed and the pt went home. Pt was seen the next day and the device was removed. If additional info pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Superdimension has requested the device from the site but has not received anything for evaluation to date. If additional info is received a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings were returned and the evaluation of the recordings showed CT to body divergence in the automatic registration. However, there was no evidence of the pneumothorax, therefore no conclusion can be drawn. There were no anomalies identified during the internal review of the DHR of the system console.